Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A physician reported to rxsight that a patient was implanted with the light adjustable lens (lal, sn (B)(6), +20.0d). The patient had 2 light adjustments and no lock-in procedures. The patient presented to the clinic approximately 2 years after implantation complaining of a change in vision. The lal was explanted. Upon explantation of the lal, the surgeon noted a central circular bump present on the lens.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and provide a correction. Correction to section d9. Updates to sections g6, h3 and h6. The explanted lal was cut into fragments and returned to rxsight. A visual inspection confirmed an area consistent with zone formation due to uv exposure without completion of lock-in light treatments. Due to the condition of the lens fragments, additional analysis is not possible.